Event description:
It was reported that during a low anterior resection procedure the device misfired. While attempting to fire the device, it would not pass through the washer. After forcing the device to fire, the device only cut, it did not staple. Hand suturing was used for the anastomosis. No patient consequence.